Event description:
It was reported that during the use of the device for a cardiopulmonary bypass procedure, the monitor displayed false reading on gas levels. The ph, pco2, po2 were all inaccurate at different times during the procedure. Multiple in-vivo recalibrations were conducted along with the use of an additional blood gas analyzer to manage the patient. The device was not changed out. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient.